Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve depth was just under 3 mm at the point of no return. The depth gradually became shallower towards full release. The valve remained at a depth of 0 mm immediately after full release. The valve dislodged when the nosecone was centered and "stored in the valve". The patient's native valve was functional and hemodynamics were maintained. The valve was snared into the ascending aorta. A second transcatheter valve was prepared and implanted successfully. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cause of the dislodged valve may had been due to interference from the nose cone of the dcs and frame of the valve. Fluoroscopy was checked, but the dcs was not seen as interfering with the valve at that time; however, it could not be ruled out because it may had been identified at a different angle. Per the physician, it was likely that the dcs interacted with the valve, causing it to dislodge. No adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot (B)(6) use by date [2025-09-22] UDI (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right leg was used as the access site. A pre-implant balloon aortic valvuloplasty was performed. A non-medtronic guidewire was used during the procedure. The valve was implanted in the patient¿s native annulus using cuspal overlap technique. Additionally, the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the patient had calcification at the root of the native valve cusps that contributed to the dislodge. No adverse patient effects were reported.